Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the electronic lot history record for this product was not reviewed and a similar incident query was not performed because the lot number was not reported. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified mid right coronary artery that did not have any tortuosity. An unspecified balloon dilatation catheter (bdc) was used for pre-dilatation and then a larger bdc was used to dilate the heavily calcified lesion. Therefore, a 3.5 x 15 nc trek bdc was inflated once at 7 atmospheres; however, the balloon ruptured. Then a 3.5 x 15 mm xience alpine stent delivery system (sds) was advanced but failed to cross the lesion due to the anatomy. Therefore, a 2.5 x 15 mm xience alpine stent was advanced and it was able to cross the lesion without any issues. The stent was implanted to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.